Event description:
The recipient reportedly experienced swelling and irritation following an MRI. The recipient was prescribed antibiotics (type unknown).

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's skin has healed and resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.